Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the left femoral arteriotomy post right anterior tibial, popliteal and superficial femoral artery angioplasty. The angio-seal was deployed as per instructions for use (IFU). Hemostasis was not achieved with the angio-seal and manual pressure was applied. On return to the ward, a small hematoma was noted in the left groin. Five days later the patient went to the operating room for removal of a foreign body, endarterectomy, and amputation of left second toe (this was not related to the angio-seal device as per nurse unit manager (num) of radiology). An inguinal incision was made and the femoral artery was exposed. The arteriortomy revealed the angio-seal inside the femoral artery. A femoral endarterectomy was performed. A foreign body was removed from the patient 's left artery. The incision was closed with 7.0 prolene. The left second toe was amputated. It was stated the patient was very sick when initially coming into the hospital and had peripheral vascular disease (pvd). Post operative orders included bedrest, nothing to eat or drink, no heparin infusion that night and check fcp and fbc before giving patient night doses of anti-heypertensive medications.

Manufacturer narrative:
One anchor, collagen mass, and suture section with knot were received for evaluation. A blood like substance was present on the returned product. Upon receipt, the anchor was deformed due to the degradation process following exposure to tissue and fluids invivo. The anchor was white in color. The collagen mass measured 0.38" by 0.29". The suture knot was proximal to the collagen which had been tamped down to the anchor. Microscopic analysis revealed the suture looped through the anchor. The suture broke when handled due to material degradation. Based on the information received, during surgery, the arteriotomy revealed the angio-seal was deployed inside the artery. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-inserton of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintian tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.